Event description:
Rptr states she has had years of pain, fatigue and joint and bone problems. She has had 3 different implant rejections, resulting in "bad" breast tissue. Tissue became cancerous. She was treated by mastectomy followed by chemotherapy.